Event description:
X-ray was taken and sent to the manufacturer for review. The generator appears in the upper chest near the left under arm, in normal arrangement. It was impossible to clearly visualize the filter feed-through wires and the pin connection into the generator block. The electrodes appeared to be placed in normal arrangement. Strain-relief bend is present but the loop is not clear visible. One tie-down was visible securing the implanted lead. A portion of lead behind the generator could not be assessed. No suspected lead break or any sharp angle was found on the visible part of the lead.

Event description:
It was reported that a vns patient has headaches during each stimulation. The headaches disappear when the magnet is placed on the generator. The physician has switched off the generator and sent the patient for x-rays. It was reported that the patient's device was tested and system diagnostics returned impedance results within normal limits (dc-dc 1), but the test in normal mode (only at 0.75ma output, as the patient does not tolerate higher outputs), returned a dc-dc value of 0. Further information was received, indicating that the physician saw the patient again to run diagnostics which resulted in dcdc 0. It was reported that the patient was at 0,75 ma output current - 15hz frequency - 250 sec pulse width - 25% duty cycle, with good results but the physician decided to turn off the device in mid-august as the stimulations were causing pain. X-rays were performed as requested by the physician, to check any possible lead fracture: they were not sent to the manufacturer yet, for review. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No known surgical interventions have been performed to date. No additional relevant information has been received to date.

Event description:
X-rays were provided for review to the manufacturer. No cause for the low impedance previously reported was identified. A possible sharp angle was identified in the lead, but it could not be fully assessed due to the quality of the x-ray images.